Event description:
Oval polypectomy snare used with cautery. When polyp was snared, cautery was not transmitted. Use of alternate snare by another MFR was successful, therefore, problem was with MFR's snare. Attempted adjustment of cord by rep in on site visit did not correct problem. Snare returned to MFR, & now the facility uses only other mfrs' snares with no problems to date. Two pts were involved. Neither suffered any adverse effects from the failure of the snare. Both procedures were completed uneventfully.device not labeled for single use. Patient medical status prior to event: invalid data. There was multiple patient involvement. Number of patients involved: 2.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.